Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the catheter impaled the patient's nerve stack and the device was removed. No additional information was provided. Concomitant medications, any additional symptoms experienced, and diagnostic information were not provided at the time of the report. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.